Manufacturer narrative:
Evaluation is in progress, but not yet begun. The product information of the level sensor that was also returned is: part number: 195274; serial number: (B)(4); date of manufacture: 24 jan 2011.

Event description:
The user facility's manufacturer trained biomedical technician reported that during preventive maintenance (pm) of the device, the unit displayed a 'sensor disconnected' message. There was no patient involvement.

Manufacturer narrative:
Updated blocks: d4, h3, h4 and h6. During laboratory analysis, the product surveillance technician (pst) observed the level sensor connector pins to be broken off into the level module. When turned on, he observed a 'level disconnected' message due to the damaged pins in the connection port.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.